Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please confirm the second device information? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection, there was a complete misformation of the staples. The patient did receive radiotherapy and, the sight was not well, since the tumor was very low and a lot of adhesions. Maybe there was too much tissue in the stapler, we could not see. After opening a new device, the same problem occurred, without a lot of force used, so it seemed. The third device worked as usual. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2021. D4: batch # u5dg06. H6: component code: mechanical(g04). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample b determined that the ec60a was returned with the anvil bent upwards and with two ecr60d cartridges present. Reload b was received fully fired and the reload c was received partially fired 2/3 and with the pan partially dislodge from right side. No functional test was performed due the condition of the returned device. It should be noted that product failure is multifactorial. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. Please reference the instruction for use for more information.